Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No blank display or frozen screen noted. The insulin pump functioned properly. No rainbow color on the screen, no unexpected vibrator or constant tone noted during testing. No moisture damage noted on motor assembly or electronic assembly noted during visual inspection. The insulin pump was received with cracked case on display window corners, cracked lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display, moisture damage and frozen screen from the insulin pump. The customer's blood glucose reading was 270 mg/dl. The customer stated that the pump is broken and would not give her insulin. The customer stated that the pump vibrated and there were no symbols. The customer stated that she woke up with a blank screen. The customer stated that there was a black dot inside of a circle. The customer stated that no alarms occurred or after the buttons stopped working. The customer stated that the pump was exposed to sweat. The customer stated that the pump showed a rainbow color. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.